Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has stimulation but not effective pain relief as desired. Follow-up identified reprogramming performed in (B)(6) provided relief for only a short time before therapy diminished again. It was further noted additional reprogramming will take place at future date.